Manufacturer narrative:
(B)(4). Device is a combination product. Age at time of event: 18 years old or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00x24mm synergy ii drug-eluting stent was advanced to treat the lesion. However, upon delivering the stent through a non-bsc guide catheter, it was noted that the back proximal end of the stent was banged up against the mouth of the guide catheter and the device could not crossed the lesion. The whole delivery system was pulled out and when the device was inserted back in, it was noticed that the back edge of the strut was turned up. The procedure was completed with another 3.00x24mm synergy ii drug-eluting stent. No patient complications were reported and the patient's status was fine.